Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, third party culture testing results and the legal manufacturer's final investigation. The device was evaluated and multiple abnormalities were noted. The noted abnormalities included: the scope connection cover was leaking, the light guide lens was cracked, the insertion section tube was twisted and kinked, the control body unit was broken, the air/water and suction cylinders were worn out, the universal cord was kinked, and impact points were noted on the plug unit. The subject device was reprocessed in accordance with the instructions for use (IFU) before repair. The device was then sent for third party testing where the results were as follows: distal end swabbing: no detection. Biopsy ch/suction ch interior sampling: 10cfu pseudomonas aeruginosa and stenotrophomonas maltophilia were detected. A/w ch sampling: >20cfu klebsiella pneumoniae, pseudomonas aeruginosa, stenotrophomonas maltophilia were detected. Auxiliary water ch: 10cfu pseudomonas aeruginosa, stenotrophomonas maltophilia were detected. The device was again reprocessed and cultured a second time where the results were as follows: distal end swabbing: no detection. Biopsy ch/suction ch interior sampling: >20cfu pseudomonas aeruginosa was detected. A/w ch sampling: >20cfu pseudomonas aeruginosa, stenotrophomonas maltophilia were detected. Auxiliary water ch: 2cfu pseudomonas aeruginosa, stenotrophomonas maltophilia were detected. The results of the culture tests and of the evaluation where the insertion section was kinked, the scope connection cover leakage and the breakage of the control body unit indicated possible damage of channels and cylinders. All channels and cylinders were replaced, the device was again reprocessed and sent for culture testing where no microorganisms were detected in any channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unclear if the abnormalities could have led to the positive culture results. Growth of microorganisms were found through culture testing by the user and olympus after reprocessing. However, when olympus culture tested after repair and reprocessing, the results conformed to the regulation's recommendation. The following is included in the IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the operating channel on the evis exera iii gastrointestinal videoscope tested positive for both klebsiella pneumonia and stenotrophomonas maltophilia on two different test dates. For the first test, the scope tested positive for eight colony forming units (cfus) of klebsiella pneumonia and 23 cfus of stenotrophomonas maltophilia. For the second test, the scope tested positive for 35 cfus of klebsiella pneumonia and 50 cfus of stenotrophomonas maltophilia. The device was not used in between those dates. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The customer provided information regarding how endoscopes are cleaned, disinfected and sterilized onsite. According to the customer, the automatic endoscope reprocessor (aer) was not tested. During preliminary cleaning, water was suctioned through air/water channel. The detergent cidezyme is used during both preliminary and manual cleaning. During manual cleaning, the customer brushes the suction/operating channel, the intake cylinder and operating channel input. The scope was not manually disinfected. The customer uses aer stellco ew2, along with detergent neodisher sc and disinfectants neodisher acid and peracetic acid. The endoscope was stored in the drying cabinet steelco ed200. Maintenance and repair procedures were carried out by olympus. The scope was not sterilized prior to being sent in to olympus. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.